Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI, mammogram and ultrasound, also "patient had a car accident and noticed a bruise across their chest" considered ndr and "rupture might be because of the car accident". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported "rupture" confirmed via MRI, mammogram and ultrasound, also "patient had a car accident and noticed a bruise across their chest" considered not device related and "rupture might be because of the car accident". This record is for the left side. Device was explanted and replaced. Device will not be returned.